Event description:
It was reported that the right ventricular (rv) lead was explanted due to possible perforation causing patient pain during unipolar pacing. No new lead was implanted. No additional adverse patient effects were reported.